Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the air / water channel was clogged. Additional findings include the following: the bending section cover adhesive was separated, and the universal cord was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an error 102 - 18. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air / water channel was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and the facility device reprocessing could not be confirmed to have bee implemented in accordance to the IFU. The event can be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.